Event description:
It was reported that during the implant attempt, the atrial lead thresholds were consistently high. Repositioning of the lead was at tempted but yielded no improvement in the threshold measurements. The lead was removed and an active fixation lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).